Event description:
It was reported that the patient never having therapeutic effect from any of her 5 neurostimulator systems. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v021934, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).